Event description:
It was reported that a patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 2 years later due to recurrent dislocations. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4). D10: cat# 00877503601 lot# 3095818 bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.